Event description:
It was reported that during implant procedure, the target vessel was too tortuous to place the lead. After one hour, the tip of the lead was damaged and could not pass through the sheath. The lead was exchanged and new lead was successfully implanted.

Manufacturer narrative:
Analysis was normal. No anomalies were found.